Event description:
Poor image. We have been working with the reps for those issues. Those are reprocessed catheters. The reps have been trying to trouble shoot and tried several things. So far no answers yet. This catheter was approved by FDA for reprocessing. That is why we are asking to report because it might be something at the reprocess center.